Manufacturer narrative:
Exact date unknown, event date used was the date of explant. Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc11400. Model: sc-1140. Serial: (B)(4). Batch: 18832524.

Event description:
It was reported that the patient had an infection on both pocket and lead site following an implant procedure. There were noted patients signs and symptoms of tissue degradation, fever and purulent discharge. It was stated that the infection was not device or procedure related. The patient underwent a procedure wherin the ipg and lead was explanted. The patient was doing well postoperatively and was placed on antibiotics. The explanted device components will not be returned.